Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic with one episode of noise that appeared to be non-physiologic. No intervention made at this time to address the noise.

Event description:
New information notes that the patient continues to have lead noise on the rv lead that is being oversensed as vf. The patient has a terminal illness and can't be operated, as well as the ICD can't be turned off because patient has lots of vt. Turning the lfa filter off was suggested but it is unlikely to help most of the oversensing. If changes are made dft testing should be consider.